Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. The cause of the infection, aneurysm enlargement, and aneurysm rupture could not be determined with the information available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to infection, aneurysm enlargement, rupture, and death. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent an emergent endovascular procedure using a gore® tag® thoracic endoprosthesis (tg2815/7306603) to repair rupture of a descending aortic aneurysm. On (B)(6) 2010, the patient developed plural empyema, which was reportedly not device or procedure related. Drainage and irrigation of the thoracic cavity were performed and the patient was treated with antibiotics. On (B)(6) 2010, the patient presented with hemoptysis. CT images revealed a rupture of a new pseudoaneurysm located distal to the initially implanted device. An additional procedure was performed on the same day to repair the pseudoaneurysm whereby a gore® tag® thoracic endoprosthesis (tgt2815/7583165) was implanted. On (B)(6) 2010, the patient presented with hemoptysis again. CT images revealed a rupture of another new pseudoaneurysm located proximal to the initially implanted device. On (B)(6) 2010, another additional procedure was performed to repair the second pseudoaneurysm whereby a gore® tag® thoracic endoprosthesis (tgt3415/7145555) was implanted. It was reported that the aortic wall had become fragile due to the plural empyema, and that the physician attributed the pseudoaneurysms to radial force of the device's flare against the fragile aortic wall. On (B)(6) 2010, it was confirmed that the pseudoaneurysms were resolved. The patient was discharged on the same day. On (B)(6) 2011, a six month follow-up examination confirmed that the patient was fully recovered from the plural empyema. (The information above has been reported under the medwatch MFR report # 2017233-2015-00212.) Subsequent follow-up examinations showed no adverse event, with shrinkage of the aneurysm to 30mm. On (B)(6) 2015, a mycotic aortic aneurysm proximal to the tag devices ruptured. The diameter of the aneurysm enlarged to 79mm. On (B)(6) 2015, the patient expired due to the rupture of the mycotic aortic aneurysm. According to the cro in (B)(6), no further information is available.